Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant that the pacing lead exhibited no capture, no sensing and dislodged. The pacing lead was explanted and replaced. No patient complications have been reported as a result of this event.